Event description:
Caller alleged discrepant high troponin I (tni) results on triage cardiac panel test. The pt was admitted without chest pain or other cardiac complaints. The doctor stated "he probably shouldn't considered for the test". The electrocardiogram test (ECG) and physical do not indicate any cardiac condition. Final diagnosis is: non-ami (acute myocardial infarction). Same edta sample was tested three times under the same condition at room temp. Customer will not send sample for further testing.

Manufacturer narrative:
No discrepant results in tni recover was observed with any of the ten (10) whole blood donor samples tested on cardiac lot w50618. All tni values were <0.10ng/ml. No product deficiency was established. All results of the testing met the release requirement for the device. We have 95% confidence that the device will demonstrate at least 90% reliability since all devices were well below 0.10ng/ml for tni. As of (B)(6) 2012 there are two complaints for (B)(4).